Event description:
It was reported that an ultra 565 was implanted (B)(6), 2010 and explanted the same night. It was further reported that pt had an epidermal hematoma. He had an ultra 565 lead at the point of implant which was also explanted. As of (B)(6) 2010, the pt was reported as "doing fine" under observation.

Manufacturer narrative:
(B)(4).